Event description:
It was reported that patient required revision surgery for a broken insert.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. According to a lab analysis the as-received insert and post fragment indicated some abrasion, discoloration and deformation in the bearing regions on the superior surface of the insert. The inferior surface of the insert also displayed minor abrasion, burnishing and deformation. The post was fractured near the tip. Significant material deformation was present on the post, and on the as-returned post fragment. Based on the results of the lab analysis, this fracture could have been caused due to repeated posterior impingement of the femoral cam on the post combined with excessive loads. The resultant damage on the post could have created a stress concentration which led to the insert fracture. On the basis of this investigation, no material or manufacturing deviations were found. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.